Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) superior vena cava (svc) coil had high impedance and an alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. High resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily high voltage lead trend data shows an increase for superior vena cava (svc) defib impedance of 49 to 212 ohms peak between (B)(6) 2013. (B)(4) implantable cardioverter defibrillator (ICD)  (B)(6) 2009. (B)(4).